Event description:
On 01/2002, the MFR's rep was contacted by the pt who provided the following information: catheter fractured/sheared and segment migrated to pt's heart. On the day of the event, the migrated segment was removed via snare from the groin area. Two days later, the remainder of the device and device catheter segment were removed.